Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-48204.

Event description:
Customer reported she received two no delivery alarms. Customer also stated that she was receiving low glucose alerts. The sensor was reading 46 mg/dl but her blood glucose was 158 mg/dl. Customer declined to troubleshoot. Customer is not wearing a sensor. Customer also mentioned being very frustrated with the insulin pump due to experiencing high blood glucose over 500 mg/dl back in (B)(6) 2014. Nothing further reported.